Manufacturer narrative:
The method, results and the conclusion codes were added inadvertently in error in the initial report prior to pi main closed.

Event description:
It was reported that the ipg reached end of life. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Reportedly, therapy was restored post-operatively.